Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) broke the steel cable. There were two lives remaining. The procedure was completed with a backup fbf with no reported injury.